Event description:
Report received from USA stating that the device has a "leak in the hose." It is known that the device was not being used during surgery. It is unknown if there was any injuries or medical intervention related to the event. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).